Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states that "on [redacted date] an elderly male presented for an elective diagnostic cardiac catheterization. Upon completion of procedure, malfunction of the angio-seal device occurred. Device was deployed but was not able to separate and be removed. Patient required surgical intervention - left femoral artery exploration to remove device was performed. Additional information was received on 19feb2024: procedure was a left heart catheterization. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion of the device. The estimated blood loss was less than 15cc. The patient was stable.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: other. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for potential device withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been suture lock up or mechanical damage resulting in inability to withdraw the device properly. The device hiistory record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).